Event description:
From the examination of the returned devices and clinical information provided the exact of the ruptured aaa could not be determined. Details of the patient anatomy and films were not available; therefore the aneurysm morphology and stent graft in-vivo configuration during the implant duration could not be assessed. It is possible that the observed fabric holes seen on the bifurcate aortic body and both limbs may have been the source of the reported unknown endoleak and may have contributed to the aaa rupture. However, many of the holes were found covered by tissue in the ¿as received¿ condition, and may not have been clinically significant. It is also possible that the reported type ii endoleak may have contributed. The cause of the bleeding complications and renal failure could not be determined from the examination of the returned devices.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx devices were explanted from the patient due to a ruptured abdominal aortic aneurysm. The physician believes there may have been an unknown endoleak. A type ii endoleak was also reported that the physician had been monitoring. The physician took the patient back to surgery the day after for bleeding. The source of the bleeding could not be determined. The patient is currently on dialysis due to renal failure because the physician had clamped the suprarenal artery during the procedure. No additional clinical sequelae were reported and the patient is being monitored.